Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 234 mg/dl, 186 mg/dl, and 122 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.